Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the company representative indicated that the serial number of the 8840 programmer involved in the event is (B)(4).

Manufacturer narrative:
Concomitant product(s): product ID: 8840, lot# serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone (2 mg/ml) at 0.199mg/day for spinal pain and post lumbar laminectomy syndrome. The patient underwent pump replacement surgery due to normal battery depletion and received anesthesia. The catheter was not primed after implant. The patient reported having a metallic taste in her mouth and was burning up in different parts of her body at different times. The pump was interrogated and the dose was reduced by 50% to 0.0999 mg/day per the physician's order. As of (B)(6) 2016 the issue was reported to have been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.